Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. Channel a of the device was infusing an unspecified concentration of retavase at a rate of 12.5ml/hr through an arterial sheath in the patient's leg. At approximately 1015, the patient was transferred to interventional radiology (ir) for a diagnostic study. After the study was complete, the rn programmed the device to deliver the retavase through a three-way stopcock to a syringe at a rate of 999ml/hr to flush the line of air. The infusion was then resumed to the patient at a rate of 999ml/hr instead of the intended rate of 12.5 ml/hr. Upon arrival to the ICU, the rn noted that the infusion rate was incorrect. The infusion was stopped and the physician was notified. The device was removed from clinical service. The physician ordered an unspecified number of "coagulation studies." Results of these tests were not provided. The retavase infusion was resumed approximately six hours later at a rate of 10ml/hr using a replacement device. There were no reported adverse patient effects. During testing at the user facility, the device passed testing.